Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The technician in charge confirmed the reported issue and traced it back to the patient pump. The part was replaced and the issue solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported event is bearing corrosion formation due to environmental condition in which the pump worked.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to patient pumps during setup. There was no patient involvement.